Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 1999 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted due to pelvic prolapse, sui, cystocele, and rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a & p repair. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, dyspareunia, and vaginal scarring. It was reported that the patient underwent laparoscopy with laparoscopic cauterization of the adhesions of uterus and cauterization of pelvic endometrial implants on (B)(6) 2004 due to pelvic pain. It was reported that the patient underwent sling removal on (B)(6) 2002 due to urinary retention and detrusor instability. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.